Event description:
The customer complained a false negative reaction of a patient sample with biotestcell-p3. We received the sample but not the complained lot of biotestcell-p3. Sample was tested with retention sample of biotestcell-p3 on tango in the quality control laboratory and reacted negative. Furthermore, the sample was tested in the gel method and reacted weak positive. Additionally, the sample was tested in the tube technique at different incubation times and temperatures. It showed strong positive reactions at incubation in the cold (4 degrees c). Evaluation of all tests support the educated guess of a cold reactive antibody. There is an appropriate remark in the instruction for use: due to the incubation temperature of 37 degrees c red cell antibodies with an reaction optimum of <20 degrees c (cold reactive antibodies) are not detected. It is commonly accepted that cold reactive antibodies play a minor role in transfusion medicine. The correct function of the affected lot biotestcell-p3 was confirmed by testing different weak antibodies. All positive and negative reactions were correct.